Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause by the use of a high-frequency instrument without sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the broncho videoscope exhibited burn marks were observed on the tip cover. There were no reports of patient involvement.